Manufacturer narrative:
(B)(4). One flexability ablation catheter was returned for evaluation. The results of the investigation concluded the catheter met specifications for electrical and temperature testing, and functioned per requirements during an ablation simulation test with no functional anomalies noted. In addition, the catheter deflected in both directions when actuating the steering mechanism, and deflected in the correct shape according to specifications. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
(B)(4).

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. During the procedure, it was difficult to negotiate a pouch-like area of the left ventricle with the ablation catheter. While ablating on the posterior basal portion of the left ventricle, the patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed. The procedure was terminated and the patient left the ep lab in stable condition. There were no performance issues with any sjm device.